Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set spontaneously disconnected from a titanium adapter. The home patient (hp) was given antibiotics prophylactically as a result of the disconnection. No patient injury was indicated as a result of this event. No additional information is available. This is report 1 of 2 for this event.